Event description:
Information was received from the customer indicating that the remote alarm feature on this device would not trigger the customer's nurse's call system. There was no reported patient harm. A repair evaluation was performed and the complaint was duplicated, however the audible alarm on the device was functioning to specification. The power board was replaced to correct the remote alarm triggering malfunction.